Event description:
It was reported that the patient was checked into the emergency room due to the pain down the right leg. The patient had an MRI which came back negative and was also given some pain medicine. The physician believed that the pain down the leg was procedure related.